Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: after inserting the device into the patient cavity during the laparoscopic partial nephrectomy, air leaked from the balloon. User put air in again but the balloon did not inflate. It was confirmed that the balloon was broken. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted; the trocar balloon was cut. The lock collar was broken. The obturator, valve seal and doors appeared intact. The inflation syringe was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the balloon cut may occur when mishandled during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.